Event description:
A stent was placed in an obese pt and the pt went to ccu. When the dr tried to remove the iab in the ccu, he was unable to. The iab got "hung up" on something and the pt went to the or for vascular cutdown to have the iab surgically removed. The iab was not returned to co for evaluation. The iab was discarded by the facility.